Manufacturer narrative:
The device used was not returned prior to investigation. The device history record had no issues detected during the production run. Current production was compared to production of the incident device. Straps from current production stayed together when velcro was used to form a loop with the strap and then pulled. The complaint sample did not stay together. This is caused by an insufficient sonic seal. Review of the quality requirements found that only visual inspections are made to this product for correct/good seals. Internal quality requirements will be updated to properly reflect the inspection requirements, functional test and visual requirements made in 2007. A new form was published and approved to record the visual inspection test and the functional test required at a minimum of nine pounds, every 15 mins by operators and every two hrs by quality.

Event description:
A report was received that the circumcision strap is not stitched, the strap comes apart, and is not secured. The user considered this to be extremely dangerous when the strap comes undone and the child's legs become free during the procedure. No pt injury or medical intervention was cited. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the reporter where the incident occurred. This product incident is documented in the kimberly-clark complaint database.